Event description:
It was reported that during the implant procedure, the device setscrew was tightened and over torqued. The right ventricular (rv) lead was not fully in the header block which caused the rv lead impedance to be high. An attempt was made to insert the rv lead further into the header but that was not possible. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. However, the returned device indicated a missing grommet, the device had a set screw with a rounded socket and the set screw was found in the connector bore. Products: 1699tc competitor implantable pacing lead 2008 (B)(6); 7021 competitor implantable tachy lead 2008 (B)(6). (B)(4).